Event description:
The following has been reported: biomed reported "unknown: when pump is turned on, screen freezes and alarms with led red lights flashing on and off ". 1/18/24 logs added. 1/26/24 added screenshot and biomed confirmed occurs immediately upon startup, after a few mins it unfroze and is back to regular infusion start up screen. Now alarming pump problem. Screen froze again and red alarm. An initial review of the device logs reveals the following: the issue appears to be the data management service crashing due to an excess of device status aperiodic error messages an active infusion was not delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure (screen freeze). Further information is needed to complete the investigation.

Event description:
A review of the logs shows that the issue appears to be the data management service crashing due to an excess of device status aperiodic error messages. This has been identified to be an outbound database growth issue. Further investigation reveals that this is a software anomaly related to network status messages being improperly interpreted as failures and added to the outbound database for eventual transmission to ims. As these messages are (by design) to be resident on the lvp for 30 days, the logging of these messages (multiple times per second) causes the outbound database to grow such that it can prevent software downloads. Additionally, in extreme cases, it can cause the clinical application to freeze during an infusion. This issue was resolved in a sw update to version 5.9.1 on recall# z-1484-2024.